Event description:
Ischemia in the lips [vascular skin disorder]. Case narrative: the french subsidiary notified teoxane geneva of an adverse event on 20-apr-2026. The case was reported by a french injector. According to the injector, the patient was injected on (B)(6) 2026 with: teosyal rha 2 in the lips (current complaint), teosyal rha 1 in the lips (rc/2604042). Immediately after the treatment patient experienced an ischemia in the lips. The local medical expert was consulted. At the time of this report the patient's symptoms are monitored and the investigations are on-going. Imdrf code annex g is erroneous in this case (due to database issue). Please consider code g04127 - syringe.

Manufacturer narrative:
According to the information received, this case seems to be linked to a vascular complication. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products this is default text configured for block h10.

Event description:
Vacular issue/ vascular suffering / absence of capillary pulse [vascular skin disorder] ([pain], [skin discolouration], [presyncope]) case narrative: the french subsidiary notified teoxane geneva of an adverse event on 20-apr-2026. The case was reported by a french injector. According to the injector, the patient was injected on (B)(6) 2026 with: 1.0 ml of teosyal rha 2 in the red lip. The injection was done with a needle, using the retrocacing injection technique (current complaint), 1.0 ml of teosyal rha 1 in the white lip. The injection was done with a needle, using the retrocacing injection technique (rc/2604042). During the injection, the patient experienced a vasovagal syncope and felt pain. According to the injector, the tissues were normal immediately after the injection. The patient was monitored for 30 minutes before leaving the office. The same day, as the pain increased overnight, the patient went to the emergency room. No diagnosis and no treatment were provided at that time. On (B)(6) 2026, as the pain persisted, the patient had a consultation with the injector. The later noted a vascular issue at the level of the left lower lip with decreased capillary refill. The local medical expert was consulted for advice at that time. The patient received several sessions of hyaluronidase (intralesional with a needle) : 1500 ui at 9am, 750 ui at 10am, 750 ui at 1h30 pm with reassessment every 2 hours by both the injector and the medical expert. In addition, the following prophylactic treatment was prescribed: antibiotic (clamoxyl), anti-herpes. An improvement in the patient's symptoms was observed, however, at 6pm, the wet red lip still showed signs of vascular issue and a new hyaluronidase injection was conducted (with a cannula). On (B)(6) 2026, the patient had a follow-up appointment with her injector. A favourable evolution of the symptoms was noticed, no more pain. Only ecchymosis remained on the wet red lip. Patient underwent a led session and was prescribed: topical antibiotic (fucidin), aquaphor cream. From (B)(6) 2026, pictures shared by the patient with the injector confirmed the ongoing resolution of the symptoms (alomost complete on the last picture shared). The medical expert diagnosed a vascular complication. Considering the favourable evolution of the symptoms and the closed monitoring of the patient the case was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Vasovagal presyncope is a rare but well-known adverse reaction to hyaluronic acid filler injections or any other type of injection. It generally occurs as a body reaction to stress, which, in the context of dermal filler treatment, could be triggered by a phobia of needles, anxiety about the treatment, fear of blood, orin this case pain. It generally lasts a few seconds and resolves spontaneously without sequelae. This is default text configured for block h10.